Event description:
It was reported that the user experienced hyperglycemia after dinner, with a highest blood glucose of 360 mg/dl, while the ilet was dosing as glucose rose; the user changed infusion supplies during the call and observed normal cannula and tubing, and glucose trended down to 339 mg/dl with continued monitoring and no backup therapy. Symptoms included elevated blood glucose without ketones, dizziness, loss of consciousness, or other acute complications. Outcomes included no need for medical intervention, no assistance, and no hospitalization. Investigation included user troubleshooting and infusion set replacement to assess for delivery or site issues. Investigation of this case revealed no observed device or infusion set malfunction and an unclear cause for the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.